Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported a package of bd vacutainer® sst¿ ii advance plus blood collection tubes contained another type of tube as noted by the transparent cap. This was noticed before use and and there was no report of injury or medical intervention.